Event description:
The device was removed because the header was detached from the can. At the time of changeout, the physician stated his finger passed between header/can and a metal pin cut his finger. The device later tested out of specification during mfgr's analysis.